Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the vertek arm at the site was loose and would not fully tighten. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: medtronic legal statement below was inadvertently left off initial MDR.